Manufacturer narrative:
The products associated with this reported event were not returned. The investigation could not draw any conclusions about the reported patient ongoing knee infection. The initial reporting stated the patient has mrsa infection. Mrsa infection is unlikely to be product related. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address (B)(6).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.